Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was 489 mg/dl, which was treated with a manual injection. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.